Manufacturer narrative:
Follow-up # 1 ¿ (05/07/2014). The patient¿s meter has been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/25/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6). On an unspecified date/time the patient reportedly obtained blood glucose readings of ¿88 and 23mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages their diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the reported meter issue. According to the csr¿s documentation, a month and one week after the reported meter issue first occurred, the patient reportedly experienced a symptom of shaking and on (B)(6) 2014, the patient consumed food and/or drink as self-treatment. The patient denied testing her blood glucose with another device after the alleged meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.